Event description:
Allegedly, the doctor was performing a hernia procedure and the jaws on the distal end of the scissors broke off into patient; he immediately removed the jaws. Procedure was completed and there was no serious injury to the patient.